Event description:
The patient was initially implanted with a afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 3a endoleak with device separation was identified by a control cta (computed tomography angiography). Re-intervention was completed. The physician elected to implant an infrarenal stent graft to resolve this event. The patient is currently being monitored. Additional information: the final patient status was reported as doing well (post revision op follow up showed no sign of endoleak).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well (post revision op follow up showed no sign of endoleak). No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 3a endoleak with device separation was identified by a control cta (computed tomography angiography). Re-intervention was completed. The physician elected to implant an infrarenal stent graft to resolve this event. The patient is currently being monitored.